Event description:
As per account, in past two days 10+ gloves with same lot number have broken when putting on gloves.

Manufacturer narrative:
As per account, in past two days 10+ gloves with same lot number have broken when putting on gloves. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.